Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and other manufacturer's right ventricular (rv) lead exhibited noisy signals during ventricular tachycardia (vt) episodes. The patient experienced syncopal episodes. An invasive procedure was performed to abandon and replace the rv lead. There were no allegations made against the device. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the other manufacturer's lead was suspected to have insulation damage. The suspicion was not verified via testing. The patient has had no further adverse effects since the procedure. The device remains in service.